Manufacturer narrative:
No device analysis results are available because the device was not returned. The cause of the reported event remains unknown.

Manufacturer narrative:
One cardiomems patient electronic system with (B)(6) and sn (B)(6) was received for evaluation. The field reported complaint of error 5 was not reproducible during analysis but was confirmed through review of log files. As received, the cmems unit booted up as expected, and passed all diagnostic testing. Based on the information provided to abbott and the investigation performed, the cause for the reported event of error 5 was consistent with compact flash was improperly programmed to the wrong speed. Abbott is performing further investigation of the error 5 issue through CAPA 115905.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.